Event description:
It was reported that during the extraction of this lead, the physician encountered difficulty removing the lead which unraveled, leaving a portion of the lead abandoned. Due to the exposed coils, the capped section caused noise oversensing. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).